Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 160 mg/dl and 85 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient's wife on (B)(6), 2010 and obtained the following information: the patient tests more than six times a day and self manages his diabetes with 30 units of humulin n in the morning and 20 units in the evening. The reporter confirmed the alleged issue occurred on (B)(6), 2010 at 7am. The reporter confirmed the patient obtained blood glucose results of "200 and 500mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At an unknown time prior to the alleged issue, the reporter stated the patient tested with the subject meter that morning (result not known) and administered his usual dose of insulin. After the alleged issue occurred, the reporter clarified the patient did not take any action in response to reported inaccurate readings. Approximately 15 minutes later, the reporter found the patient sweating and unresponsive on the bed; the emergency medical services (ems) was contacted and arrived shortly after. The reporter confirmed the patient obtained a reading of "40mg/dl" with the ems's meter, the patient was administered IV fluids by the health care professional (hcp), and was later transported to the emergency room (ER) where she stated he received additional treatment. The reporter was not present with the patient during his time in the ER; however, based on the patient's discharge report, the reporter read the patient's diagnosis was hypoglycemia; the patient was discharged later that afternoon after his blood glucose elevated to "180mg/dl" (with the ER/hospital meter). During troubleshooting, the csr confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.